Manufacturer narrative:
Further pt info was rec'd. No change in co's conclusion.

Event description:
Implant was placed 10/28/96. It failed due to occlusal stress and was removed 9/30/97. One person affected.